Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device was powered on and it powered off itself instantly even with the battery fully charged. Additional information received indicated that it was unknown if an alarm or error message occurred prior to the unit turning off by itself. The device was using both ac and dc power. The condition occurred during both ac and dc power. The issue occurred more than once. No known impact or consequence to patient.